Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 21-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(4) /related svn# (B)(4) event date of 21-nov-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia, also alleged for crack at battery compartment of pump. The customer reported blood glucose value of 50 mg/dl. The reported hypoglycemia was treated with emergency medical service/ambulance/emergency room. The event involved products mmt-1884l, mmt-7040a, mmt-213a and mmt-332a. Troubleshooting was declined by the customer for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump¿s functionality. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-213a. No product return is required for mmt-332a.